Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient's foot on the impella side became mottled and blue during impella support. The patient was provided a set of pressors to assist with blood flow and no further intervention was performed for the condition. Patient's condition subsequently deteriorated, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient's foot on the impella side became mottled and blue during impella support. The patient was provided a set of pressors to assist with blood flow and no further intervention was performed for the condition. Patient's condition subsequently deteriorated, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported ischemia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of ischemia was patient condition.